Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving a inaccurate high control result of "168 mg/dl," which is above the control solution range. The product issue began on (B) (6) 2010. Two days later, the patient reportedly developed symptoms described as "hot, sweaty, hungry, and tired." During the time period between (B) (6) 2010 and (B) (6) 2010, the patient reportedly managed his diabetes by taking more food/drink. There was no allegation of medical intervention for acute complication of diabetes. No other meter was used at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. During troubleshooting, the customer care advocate concluded that the testing process was incorrect. However, the patient did not have any control solution to complete the troubleshooting process. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms that can be associated with acute complication of diabetes after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.